Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The following info was reported by the customer's attorney: I am writing to you on behalf of (B)(6) and her son, (B)(6). The latter utilizes a minimed insulin pump, which has been returned to your company as being defective. Nothing further was reported.